Event description:
Email received into cts on (B)(4) 2013 from (B)(6). This file will house the report of the hhd freezing. And file (B)(4) will house the report of patient's setting being changed. On (B)(6)2013, the physician reported an issue with her handheld. She stated that she was checking the patient and was able to interrogate the device successfully, without difficulty. Afterward, the physician proceeded with system diagnostics, but this took a long time and eventually timed out with an error message. The physician repeated this seven times to obtain system diagnostics; however, the screen would continue to error out. The physician decided to interrogate the patient again, but found that the settings were changed. She attempted to redo the system diagnostic again, but got an error stating the patient's serial numbers did not match up at which point she stopped trying. The patient remains at the altered settings. The change in patient's settings is reported in MFR #: xxxxx) it was further reported that the handheld has been freezing up lately. However, the manufacturer's representative visited the site and was able to use the programming system to interrogate a demo generator successfully, with no issues. Additional clarification was received that the screen freeze occurred on the interrogation in process screen with bars. This screen would eventually fault and the physician would try to retry, but it would not go into the diagnostics screen. No other information is available.